Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge dropped from 50% to 5% after being connected to a power source via computer. In addition, that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 170 (mg/dl). Reportedly, the customer reconnected the pump to the computer and the alert did not reoccur.